Event description:
The following was reported to hamilton medical ag: biomed called to report a c1 that shut down while venting a patient. The vent did go into ambient mode. The patient did not experience any harm and is doing well. The vent displayed tfs 485001, 432003 & 446029 as well as "exhalation obstruction" and had had flow sensor errors. Display went blank. Patient was bagged and vent swapped. No health consequences or impact

Manufacturer narrative:
Hamilton medical ag case number is:(B)(4).

Event description:
The following was reported to hamilton medical ag: biomed called to report a c1 that shut down while venting a patient. The vent did go into ambient mode. The patient did not experience any harm and is doing well. The vent displayed tfs 485001, 432003 & 446029 as well as "exhalation obstruction" and had had flow sensor errors. Display went blank. Patient was bagged and vent swapped. No health consequences or impact

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Manufacturer narrative:
The device alarmed for 'exhalation obstructed' followed by 'pressure not released' alarm and switched into ambient during ventilation of a patient. The patient was bagged and moved to another ventilator. No harm to patient reported. The event did not cause or contribute to a death or serious injury to a patient. The log files confirmed the issue. The root cause of the event was determined to be an obstructed bleed port on the expiratory valve. After the bleed port was cleared, all test passed and the device was released back into use.